Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant troponin and ck-mb results is unk. It is suspected that clots in the sample tubes caused the discordant sample results. No further evaluation of the device is required. The instrument is performing within specifications.

Event description:
Positive immulite 2500 troponin and ck-mb patient results were reported to the physician. Upon repeat, the results were negative. Another retest of the same sample confirmed the negative results. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin and ck-mb results.